Event description:
A female presented for observation of early labor in 2009. The pt was 36 4/7 weeks gestation. Pt is a g1 p0 with an edc of the following month. The pt entered the second stage of labor at approx 2000. Fetal heart variabilities were noted at approx 2045. The pt was placed on her left side and oxygen was applied. Two distinct tracings were identified. At 2233, the pt spontaneously delivered a male infant. The infant was unresponsive. Resucitation efforts were unsuccessful. The code was called at 2306. Event was reported to ge. Monitor was evaluated by ge on april 15, 2009 and found to function within manufacturer's specifications.